Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the asymptomatic patient presented in clinic for a routine follow-up. Analysis of the right ventricular lead revealed intermittent capture and a decrease in sensing relating to a drop in r-waves. It was thus determined that the patient¿s right ventricular lead had become dislodged. On (B)(6) 2017 the patient¿s right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.